Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of bleeding was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure.

Event description:
It was reported that following an ion lung biopsy procedure, the patient had developed bleeding. The procedure was completed successfully without delay. After the ion system was undocked, bleeding was observed from an unknown source. The patient was reported to be stable while still on mechanical ventilation. Details regarding the source and cause of the bleeding, and any treatment rendered were not provided. There was no allegation of a device issue or malfunction associated with this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.